Event description:
It was reported that the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4, expiration date and primary UDI number: corrected. Section h4 - device manufacture date: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient decided to discontinue therapy and move to comfort measures only. The death was not considered to be device related, and the device reportedly operated as expected.